Event description:
Health care professional (hcp) reported home pt (hp) complained of abdominal pain when she awoke from treatment on the homechoice device on 4 occasions. Hp claims she did a manual drain and significant air released into her drain bag. After last incident, hp noted cloudy effluent later in the day and went to ctr. Hp was diagnosed with peritonitis and admitted to the hosp over night. Hp was treated with ip antibiotics and responded to treatment. No product failure was indicated.